Event description:
(B)(6), md of iu transplant surgery assoc. In (B)(6), in used an artegraft ag730 in a patient, but once the device was opened, it was deemed to be an artegraft ag715. This was due to the fact that an incorrect label had been placed upon the ag715 graft. Dr. (B)(6) used another graft to complete surgery. Patient was fine upon completion of surgery. On (B)(6) 2011, artegraft received a follow-up phone call from our sales person, who made a personal visit to the hospital regarding this issue. It was confirmed on that date that the patient was fine.